Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ECG signal was different from what it should have been on an mx450. The ECG trace on the screen wasn't the one from the patient. There was a clear signal at the monitor while the leads were completely disconnected from the patient . The ECG signal at the monitor screen was false. No patient harm was reported.